Manufacturer narrative:
(B)(4). Guide wire: bmw, ht pilot, guide cath: vista brite tip. There was no reported device malfunction, and the product was not returned. The reported patient effect of vessel trauma is listed in the hi-torque pilot instruction for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a 2.5 x 18 mm xience pro x could not cross the fully closed left anterior descending artery. On the third attempt, a ht pilot guide wire did cross the lesion; however, the procedure was stopped as the guide wire caused a dissection. The dissection was not treated. There was no clinically significant delay in the procedure; however, the patient will need additional intervention as the procedure was stopped. No additional information was provided.